Manufacturer narrative:
Based on the information provided by the respiratory therapist, the device was located in a ventilatory mobility bag at the time of the event. While resmed is unable to confirm the cause of this isolated event, it is possible the device was not seated in the bag correctly causing the air vents to be occluded. The respiratory therapist was educated to ensure they are aware of the proper insertion technique of the unit in the mobility bag. Resmed is unable to confirm the complaint or determine the cause of the malfunction at this time. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device began to overheat and stopped ventilation. The patient was placed on a back-up ventilator. There was no patient injury reported as a result of this incident.